Event description:
The user facility service engineer reported that during testing of the device at the user facility, occlusion changed on its own on the roller pump. Rate of fall of water level during occlusion check varies after 60 minutes, varied considerably from the initial set position. There was no pt involvement.

Manufacturer narrative:
The subsidiary site was unable to resolve the reported issue. This complaint is related to MFR #1828100-2012-00311 and 00314.